Event description:
2004 - 4/2004 on third shift. Device was on pt. No pt harm. Device was alarming inop and had shut down. The vents are normally warm to the touch, but this unit was very hot. Power source (primary and at the time of the event): ac power. Accessory: humidifier.